Event description:
The customer stated that a patient sample ((B)(6)) was tested on the architect i2000sr analyzer on (B)(6) 2012, using ca 19-9xr reagent lot 14137m500 and imprecise results were generated. Initial test: 50 u/ml; retest: <2 u/ml; retest: 22 u/ml; retest: <2 u/ml. The sample was tested at another laboratory using an alternate method, and the result was 0.7 abs/ml. The architect results of <2 u/ml are correct. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Complaint trend review identified normal complaint activity for the issue under investigation. Complaint tracking identified an increase in complaint activity related to the customer issue for lot number 14137m500. To further investigate, testing to evaluate the accuracy of the reagents was performed. Across three instruments, four levels of an internal panel made from defibrinated human plasma were tested. Each level contains a known concentration of the ca 19-9 analyte. The results met testing criteria. A review of labeling concluded that the issue is sufficiently addressed. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.